Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that an intracranial pta (percutaneous transluminal angioplasty ) procedure was performed in a patient. During the procedure when the operator attempted to insert the subject guidewire into the introducer, the coating on the proximal side of the subject guidewire peeled off, therefore the use of the subject guidewire was discontinued. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that an intracranial pta (percutaneous transluminal angioplasty ) procedure was performed in a patient. During the procedure when the operator attempted to insert the subject guidewire into the introducer, the coating on the proximal side of the subject guidewire peeled off, therefore the use of the subject guidewire was discontinued. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 18cm and 170cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 115.5cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional test: a functional test was not required as the reported event was confirmed based on the device analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information indicates "when inserting the guidewire into the introducer, the coating on the proximal side peeled off, and use was discontinued". The device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the introducer sheath was used during the guidewire insertion. Analysis of the returned device found an attempt had been made to shape the guidewire tip. The guidewire was returned and peeling of the ptfe was evident. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. It is possible that during this process the guidewire was unintentionally kinked. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ and the analyzed defect 'guidewire kinked/bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that an intracranial pta (percutaneous transluminal angioplasty) procedure was performed in a patient. During the procedure when the operator attempted to insert the subject guidewire into the introducer, the coating on the proximal side of the subject guidewire peeled off, therefore the use of the subject guidewire was discontinued. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.